Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that since yesterday afternoon they are having horrible jerking shocks like you get from an electric fence if you touch a wire and you get shocked across their left leg and across their back. Patient mentioned that they had spine surgery last friday and had fusion on l1, l2, l3, and l4. Patient stated the nurses didn't know how to shut their stimulator off, so their daughter did and it went off. Patient said when they got back to recovery, they didn't know how to turn it back on so they walked through the steps to turn the stimulator on and it worked. Patient stated that they were fine around friday or saturday morning. Patient mentioned they are sitting in the swing bed unit at (B)(6) hospital because they can't go home because they are by themselves now and they can hardly walk to stand up and sit down and everything is giving them so much pain. Patient also mentioned they feel like they could go pee and they know it's going to go nowhere and it will be there for about a minute or less and they couldn't get a tablespoon of pee out. Agent tried to walk patient through connecting to their ins, but patient was having trouble positioning their communicator and they stated that they wanted to speak to patient services. Reached out and redirected patient to their requested ps agent as they were available. Unable to collect additional staging record info as patient was transferred. On (B)(6) 2025 patient called again and mentioned previously noted information regarding having pain and their back being sore. Patient was cutting in and out and difficult to hear at times, agent did their best to answer questions and document information provided. Patient stated when they stand up, they pee, but when they sit, they wait and only a little bit comes out. Patient was concerned something had been "cut" during their procedure. Patient confirmed they were able to connect to ins and that therapy was on. Agent reviewed general therapy information. Patient mentioned they were in the room with an hcp and that doctor had reviewed with them that since they are o n hydrocodone and went under anesthesia that may be impacting their symptoms. Reviewed patient can make adjustments to therapy if necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient was concerned that something happened to their stimulator because they were urinating so frequently after back surgery. X-ray showed that the wires to the stimulator were intact and operating correctly. It was determined that they had received so much fluids in four hours of surgery that after three days they were urinating it all out so frequently like every half hour. By 2025-jun-21 urination time was down to almost one hour back to the normal time before surgery. To resolve the issue patient will let nature take course to get back to regular urination time after all fluids were [unknown] out 7-8 days. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the statement "concerned something was cut" they responded with "I thought wires were cut because I was urinating so frequently but the frequency was due to fluids given during 4.5 hours of back surgery. After 10 days urination frequency calmed down and now I have better control once again." The patient noted the cause of the issue has been determined. The steps taken or will be taken were noted as being "I just had to pee out all of the excess fluids given during 4.5 hour surgery on back, all is normal now." The patient reported that the issue has been resolved.